Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to not charging as recommended. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that patient had ipg removed and replaced with a different model. Therapy was restored postoperatively.